Manufacturer narrative:
An imris customer service engineer (cse) was on-site to resolve the issue. The cse found out that the rotational lock assembly in the ort200 table did not lock. The root cause was traced to an actuator in the rotational lock assembly that intermittently functioned. The actuator was replaced and the table rotational lock function was tested to verify proper operation. This MDR is being submitted outside of the required timeframe as part of remedial action initiated by the manufacturer, in response to internally identified issues regarding failed electronic submissions through webtrader.

Event description:
On (B)(6) 2019, the customer reported that the ort200 table rotational lock does not engage.there was no patient involvement.